Event description:
The customer reported two incidents of inaccurate weight removal occurred on the same pt and same machine. (Refer to MDR 9616240-2006-00450). The first incident occurred in 2006. The machine had been operating for 3 hours and 45 minutes for continuous veno-venous hemofiltration (cvvh) treatment when the nurse observed the actual pt fluid removed display indicated that 100 cc more fluid had been removed from the pt than the machine had been programmed for.